Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that one day following an intraocular lens (iol) implant procedure, she experienced double vision peripherally. She also reported that she developed an eye infection postoperatively that was treated with eye drops and cleared up after three weeks of using the medication. The consumer reported that she has seen her surgeon multiple times over the last year for double vision and has an appointment with another doctor that her surgeon referred her to. Additional information has been requested.